Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon claimed the clips were not forming properly. They were scissoring. Another was opened to successfully finish the case. There was no consequence to the patient.